Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient (pt) reported the implant is not working and keeps shutting off since couple months. Patient stated they will wake up in the morning and they know the implant has turned off because they are hurting really bad. Patient services specialist asked patient if pt had a fall or trauma and patient said they did have a fall couple months ago and they told their healthcare provider (hcp) about the fall. Patient stated hcp office will be doing x-ray and having a medtronic rep present at their next apt. Patient service asked patient to connect with the controller and controller showed implanted neurostimulators 90% and controller 60% charged. Ps reviewed controller is functioning as intended. Ps reviewed device function. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient reported they are getting excellent quality when they are recharging the implant. Patient reported sometimes it takes a long time to charge at excellent and the implant sometimes takes 2 hours to charge up to 30%. Patient services (pss) asked patient to inspect the recharger for damage and patient said the paddle have cracks. Ps reviewed falls or trauma could affect how ins is connecting to the external devices. An email was sent to the repair department to replace the recharger device.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6). Product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they have not met with their physician to address the implant shutting off by itself. Patient noted it still does it and they "just go and check it when I'm in a lot of pain and it is off." The steps taken were noted to be "they check it out but it is not resolve." Patient also noted that they don't know what to do about it anymore, they're just not happy, but they're tired of telling "them" and really think no one believes them anymore.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reports that their stimulation kept shutting off by itself. Patient stated they got in really bad pain where they could hardly breathe when the stimulation shut off. Patient noted they had such relief when they used the stimulation and when the stimulator shuts off shocks them. Patient said that they quit using the device completely because the pain was way worse than it was when they were not using the stimulation. Patient mentioned that they could turn the stimulation back on themselves but they didn't understand why it kept shutting itself off. Agent asked for event date for the patient mentioned today. Agent asked the patient if they had any recent falls/trauma, patient said they had a fall a long time ago and they had x-rays done. Agent reviewed role of manufacturer representative (rep). The patient was redirected to their healthcare provider to further address the issue.